Manufacturer narrative:
Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer and therefore cannot be determined. It is unknown if any parts or repair has been conducted. If additional information is later obtained, the complaint will be reopened and supplemental reports will be sent.

Event description:
It was reported to philips by a customer that the unit has an error message with led alarm//constantly pushing air out. Further information regarding patient intervention or actions taken is currently pending additional correspondence with the institutional clinicians. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the biomed was reporting the unit had displayed diagnostic code 1105 alarm led failed. The rse and the biomed confirmed diagnostic code alarm led failed. The rse recommended to replace the power switch overlay.